Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation. The following section of this report has been updated: additional information: b4, g3, g6, h2, h6 type of investigation, investigation findings, and investigation conclusions. Correction: h.6 clinical code (corrected from 1717 to 4580). The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Based on the review, no IFU or training deficiencies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint for stenosis was unable to be confirmed as no medical record or imagery were provided for evaluation. A device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 3 years and 7 months post tavr procedure with a 26 mm sapien 3 valve in the aortic position the patient had a valve and valve procedure. Per the fcs the primarily failure mode was stenosis and they did feel that the valve failed early''. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no IFU/training materials inadequacies or edwards defect identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist, approximately 3 years and 7 months post transfemoral tavr procedure with a 26 mm sapien 3 valve in the aortic position the patient had a valve and valve procedure. Per the fcs the primarily failure mode was stenosis. Another 26mm sapien 3 valve was successfully implanted with a post gradient of 4mmhg. Per the fcs, the patient was symptomatic, but details were not provided.